Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. The reported problem (check te pad alarms) has been confirmed. Upon eval, a broken wire was discovered in the ECG a dome. The root cause of the broken wire cannot be positively identified. The belt was fully functional once the ECG dome was replaced. No adverse event resulted from the broken wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) old, male, pt, contacted zoll customer support to report that he is receiving numerous check therapy electrode pad alarms. The pt was issued a replacement electrode belt.